Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in needle was bending during use. The following information was provided by the initial reporter: the customer reported as follows: during catheter placement, the hcp felt that the needle was bending and could not complete the puncture.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and five photos. Inspection of the unit and provided photos revealed that the needle had pierced through the catheter tubing near the tip, confirming the reported defect of needle through catheter. It was also noted that dried media was present within the needle, catheter tubing and flashback chamber. The presence of media throughout the unit, including the tip of the catheter tubing, indicated that the needle and catheter were correctly assembled at the time of venipuncture. Based on this evidence, the defect most likely originated during use due to user manipulation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in needle was bending during use. The following information was provided by the initial reporter: the customer reported as follows: during catheter placement, the hcp felt that the needle was bending and could not complete the puncture.